Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implant date: (B)(6)2012. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 439878, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.